Event description:
The plastic shower tip broke off during wound irrigation. There is a very tiny piece of plastic noted to be missing. The wound was completely irrigated and x-ray deferred due to plastic being radiolucent. There is no plastic in the wound.